Event description:
A report was received that the patient underwent a pocket revision procedure due to the ipg being flipped in the pocket. The physician created a new pocket and moved the ipg to the new pocket. The patient is reportedly doing well following the procedure.